Manufacturer narrative:
Product analysis: the product was returned by the customer; therefore, no product analysis can be performed.   Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that after the implant of this transcatheter bioprosthetic valve, a dissection at the external iliac femoral dissection was reported. Subsequently, a stent was placed. No other treatment or adverse events were reported.